Manufacturer narrative:
Citation: alexander dr, et al. Ft 127 surgical explant following transcatheter valve-in-valve aortic valve replacement: a case report. Braz j cardiovasc surg. 2023;38(5):1-142. Doi: not available. Earliest date of presentation used for date of event. A copy of the article was not attached as digital sharing would be in violation of copyright permission. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. The serious injury report for the mosaic valve was submitted in MDR number 2025587-2023-04317. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Literature was reviewed regarding a patient who previously underwent surgical aortic valve replacement (savr) with a medtronic mosaic bioprosthetic valve. Eight years after savr, the patient underwent transcatheter valve-in-valve replacement with a medtronic evolut r transcatheter valve due to unspecified prosthesis dysfunction. Two years later, the patient presented with dyspnea on moderate exercise, with progressive deterioration, and was admitted in new york heart association (nyha) class iii. A transthoracic echocardiogram showed ¿severe double dysfunction¿ of the two aortic prostheses. After discussion, the authors decided to perform conventional savr. During the surgical procedure, the authors noted a perforation in one of the evolut r leaflets and ¿intense¿ calcification of the mosaic valve. The authors also observed that the evolut r valve frame had neoendothelialization to the aortic root, which required careful dissection to avoid structural damage to the aorta. Ultimately, the mosaic and evolut r prostheses were explanted and replaced with a non-medtronic rapid deployment valve (edwards intuity). Afterward, the patient was transferred to the intensive care unit and recovered without clinical complications during the post-operative period.